Manufacturer narrative:
It was reported that the sample port of the foley catheter broke off. No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sample port broke off.

Manufacturer narrative:
Updated: b3, d4, h4, h6.